Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change the ilet delivered insulin but the user perceived under-delivery and experienced sustained hyperglycemia, with the device later found powered off and not connected to the app until assisted syncing confirmed the ilet had been issuing correction doses; the user disconnected from the ilet and transitioned to backup therapy. Symptoms included hyperglycemia without loss of consciousness or diabetic ketoacidosis. Outcomes included use of subcutaneous insulin by pen and self-management at home without medical intervention or hospitalization. Investigation included data synchronization, device charging and reconnection, review of delivered insulin and correction activity, and troubleshooting and education on supply change and site placement. Investigation of this case revealed that the device was functioning and delivering correction doses, and that hyperglycemia was consistent with infusion site or absorption issues and periods when the pump was powered off and not connected. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user technique or site absorption issues rather than device malfunction.